Manufacturer narrative:
The patient fell onto the wheelchair. The sling bar tilted and impacted patient's head, causing abrasion. Manufacturer initiated an investigation for this event.

Event description:
During patient transfer the lift tipped side ways.